Event description:
The customer reported when the system was turned on, the monitor cart displayed the error message "wait," but didn't go any further than that message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a cpu error message "card not loading". It needed a new ips 300 esv/c. The system was repaired, found to be operating as intended, and released to the customer for use.